Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for interstim - other. It was reported by the patient that they had spasms just in their left hip and also reported that their leg was so swollen, it was difficult to walk or even stand up. The patient said that this all started around (B)(6) of this year (2021). The patient mentioned that the implant was on the left side however noted they did feel a bump near the right hip. The patient also reported that about 3-4 days ago they'd started experiencing a shocking sensation in the left hip right by the implant. When asked, the patient said they had a fall last year and also about 2-3 months ago. The patient said that the implant was off and that they had gone to the emergency room (ER) a few times, they'd had tests performed and they were told when the scans came back that the scans and all blood work: everything looked fine (though it was noted that no specific details were provided.) The patient said they had been trying to reach their health care professional (hcp) office for past 3-4 days however all they received was voicemail and they hadn't received a callback yet. The patient was redirected to their healthcare provider to further address the issue. Patient services also provided the patient with the phone number for the hcp which was different than the number the patient had been using.